Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt reported that her infusion site fell out of her leg on eleven days earlier. She stated that as she was walking, the infusion site fell off of her inner thigh. She changed the infusion site immediately and had no further issues. She stated that there was blood in the cannula of the infusion site. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.